Event description:
The olympus representative reported on behalf of the customer that during preparation of an operating room case, the soltive premium superpulsed laser system was turned on, the screen went black, and a burning smell came out. The laser was turned off and the case was cancelled, and the procedure was not completed. There was no death, injury or infection as a result of the event. There was no patient or other person affected or involved in the event. Related patient identifier: (B)(6) (micro laser fiber).

Manufacturer narrative:
The device was returned and evaluated, and the customers¿ allegations were not confirmed, however during the power test, the fan was repeatedly cycling on and off and the power button light-emitting diode (led) green light was not on. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or when additional information becomes available.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Please see updates to h4, h6 and h10. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the probable cause of the screen turning off and burning smell was attributed to a faulty power supply. The final root cause of this event was unable to be identified. Olympus will continue to monitor field performance for this device.